Manufacturer narrative:
Investigation results: the complaint of a damaged q-syte connector was confirmed; however, the root cause could not be determined. One photograph and one q-syte connector were provided for investigation. The top body of the physical sample was fractured around the base of the threaded column. As the device has been opened and used, it could not be determined with certainty whether the damage originated during manufacturing or in the clinical setting. There were no distinguishing features which could aid in identification of a specific root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
E. Facility name exceeds characters limit: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte closed luer access device was cracked. The following information was provided by the initial reporter translated from chinese to english: the head nurse of the gastrointestinal surgery department reported that the outer packaging of the separator membrane of q-syte was cracked during use. Wed (B)(6) 2025 7:29 am is the patient affected? Unaffected